Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that on (B)(6) 2023 a 12.6mm vticm5_12.6 implantable collamer lens of -13.50/2.00/093 (sphere/cylinder/axis) tore/broke during injection/delivery into the eye. Intraoperatively the lens was removed and replaced with no patient injury and the problem resolved.